Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, when the patient was in the operating room under anesthesia, the monopolar curved shears (mcs) were not detected when plugged into the sterile interface module (sim). The instrument did not appear on the operating room team interface (orti), and there were no error messages or pop-ups on either the orti or the arm cart assembly display (acad). The issue was resolved by using a different unit of shears. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.